Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that on several occasions, since several months, some blackouts of the monitoring screen on the kappa xlt were seen, in use in the operating room. The screen suddenly goes black, totally random, with or without alarm. It was thought that it could be a breakdown, but after several technical interventions by draeger technical service, it was found that the power supply was not involved, but that it was a software problem. Significant difficulties were also found regarding the measurement of pni with hypotensive and hypertensive patients. Kappa xlt can take over a minute to take a measure of pni. There was no patient injury reported. (B)(4).